Event description:
It was reported that the patient experienced extracardiac stimulation. During the follow-up visit (B)(6) 2011, the clinician turned down the output to 2.25v. During the next follow-up visit which was (B)(6) 2011, the subject was still experiencing extracardiac stimulation so the output was turned down to 1.75v. It was also noted that this patient is participating in the (B)(4) study. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.